Manufacturer narrative:
During testing, it was noted that the device displayed an e301 (audio alarm failure) with no audible alarm tone. This was due to the piezo alarm assembly. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report of piezo failure. Based on the initial information provided by the customer contact, this was not a reportable malfunction. However, during verification testing at the service center, it was noted that the device did not sound an audible alarm tone during an alarm condition.